Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, loss of capture on the lead was observed. It was mentioned that the physician experienced difficulty in placing the lead due to patient¿s anatomy. Lead was not used and was replaced. Patient¿s condition was stable throughout.